Event description:
A distributor representative reported that in 01/2005 he received an incident report from a physician. In 2005, the user was pressing the plunger on the staarvisc product and the cannula popped off the syringe, causing ocular bleeding. The representative could not specify if there were additional injuries as a result of this incident. He also indicated that it is possible the cannula was not placed on the syringe correctly, locking it in place.